Manufacturer narrative:
Return unrepaired for end of life no determinations regarding the reported issue nor those requiring escalation were established. The device was returned unrepaired. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(6) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Left iui not reading- (B)(6)/2019 08:12:04 (B)(6) po for $_329_____ approved by (B)(6)shipping & billing address confirmed. Customer cannot approve level 2. Please contact customer if additional charges apply. Npi. (B)(6)2019 06:31:19 (B)(6) not true 90 days. Return unrepaired for end of life (B)(6) 2019 07:39:09 (B)(6)

Manufacturer narrative:
Return unrepaired for end of life no determinations regarding the reported issue nor those requiring escalation were established. The device was returned unrepaired. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4).